Manufacturer narrative:
Date of event is estimated. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the ipg was difficult to charge. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.